Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 40 cm diameter abdominal aortic aneurysm. It was reported that on a follow-up scan the endurant two limb stent grafts had become separated resulting in a type iii endoleak. Per the physician, the cause of the separation between the two stent grafts were due to extreme angulation. The patient received treatment and an endurant 24x24x82 stent graft was implanted to bridge the two devices, resolving the type iii endoleak. No additional clinical sequelae were reported and the patient is fine.